Manufacturer narrative:
Based on information provided, airway pressure high alarm occurred. There was no on-site visit by our technician, no further troubleshooting was done. The device was repaired by third party company. The device's logs were not available for further investigation. The solution to the issue is unknown and is not possible to know which parts have been found defective. The cause of the claimed issue in this customer product complaint has not been determined. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated an alarm of airway pressure high. There was no patient harm. Manufacturer's ref. #: (B)(4).